Manufacturer narrative:
Correcting g3 - aware date should be jul 6, 2023. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation of the image issues when shaking the video connector, could not be confirmed. The event could not be reproduced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the video connector on the visera pro video system center interface was loose, causing the image to become noisy or no image. The issue occurred during reprocessing. The intended procedure was a cholecystectomy surgery. There was no delay. The patient was not under sedation. There was no report of patient or user harm associated with the event.